Event description:
Customer reported hospitalization due to high blood glucose readings of 314 mg/dl and diabetes ketoacidosis. It was noted that the high was related to the no delivery alarms the customer was receiving. It was also noted that the customer was off the insulin pump one day prior to the hospitalization. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer stated that all boluses were recorded however they were not fully delivered due to the alarms. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.